Event description:
When the guide catheter was mobilized in the patient it stretched and unraveled without a clear explanation. The decision was made by the surgeon to restart access and remove the entire system but the catheter completely unraveled upon pulling. This left part of the catheter hub outside the body attached to a thin filament in the groin and the retained distal catheter in the iliac/aorta/vertebral artery. The remaining piece had to be surgical removed.